Event description:
The customer reported that the device shut down unexpectedly during a cardiac arrest. No further information was received regarding the outcome of the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.